Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that around the beginning of (B)(6) 2004, the pt suddenly heard a "brrrr" sound and then nothing further. On (B)(6) 2004, med-el was informed that the pt's processor no longer functioned. A replacement process was exchanged for the original, but this did not improve the situation. On friday (B)(6), the pt was seen and the external equipment was again checked. Further testing confirmed that the implant had malfunctioned.